Event description:
During an evar in the abdomina aorta, the valve was leaking a lot. It did not keep the valve properly shut even when the gray pusher was in the sheath and the graft was not yet deployed. It leaked even more as it was retracted and only the sheath was in place. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event is still under investigation.